Manufacturer narrative:
Other relevant device(s) are: field generator, 9731203, em mobile. Device evaluation has not been completed at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was unknown if it was used during a procedure. It was reported that during a case the site was unable to get the emitter to work. The site cancelled the case because of this. It was unclear if the emitter was not tracking, if it was metal interference or if it was not positioned correctly. It was unknown if a patient was present.